Manufacturer narrative:
H10: the key market reported that the issue was in regards to the touchscreen. It was then reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: reporting institution phone #:(B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "screen button no function." The device was in clinical use when the issue occurred; the device was replaced with a different ventilator. No patient or user harm reported.